Event description:
It was reported that the patient's right ventricular (rv) lead exhibited low, out-of-range defibrillation impedance. A chest x-ray was performed and revealed no anomalies. No other intervention was performed. The patient had no adverse consequences due to the event and continued to be monitored.